Manufacturer narrative:
Device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 274 mg/dl.